Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported after the procedure, the patient got a second degree burn at the back that exceeds the size of the contact area of the rem plate as shown in the pictures provided. The unit did not experience any issue as well as the rem pad and the handpiece did not caused the burn. The user now know that it was required to correct certain bad practices within the operating room, e.g., putting cotton sheets, removing insulating plastic from the mats.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient got burn at the back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported after the procedure, the patient got burn at the back that exceeds the size of the contact area of the rem plate. The unit did not experience any issue as well as the rem pad and the handpiece did not caused the burn. The user now knew that it was required to correct certain bad practices within the operating room, e.g., putting cotton sheets, removing insulating plastic from the mats.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the equipment did not identify anything that would have caused or contributed to the reported event of the patient got a 1st degree burn-redness, mild pain and got no blisters. It was reported that there was an adverse event. A potentially related device issue could not be confirmed. The most likely cause was traced to non device related factors. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported after the procedure, the patient got a 1st degree burn-redness, mild pain and got no blisters. However, photo provided determined that the patient got a second degree burn at the back that exceeds the size of the contact area of the rem plate. The unit did not experience any issue as well as the rem pad and the handpiece did not caused the burn. The user now know that it was required to correct certain bad practices within the operating room, e.g., putting cotton sheets, removing insulating plastic from the mats. The client insulated the patients with plastic. The patient's sweat behaves like any liquid in a microwave, it tends to heat up due to the effect of radiofrequency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.